Manufacturer narrative:
(B)(4). The customer reports that the device has a system error and resets. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. It was found that replacing the therapy pca resolved the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the therapy pca that caused the device have a system error and reset.

Event description:
The customer reports that the device has a system error and resets. There was no reported pt involvement.